Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the reported issue was confirmed. In addition, a b30 error was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the video system center baseboard is damaged. During an evaluation of the customer device, a b30 error was noted. This report is to capture the reportable malfunction found at estimation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A field service engineer (fse) was onsite at the customer facility to evaluate and repair the device. Based on the results of the investigation, it¿s probable the damaged baseboard may have caused the b30 error. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.